Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hex of the implant at tooth site #18 became damaged during surgery. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information corrected data and device evaluation. Correction: the catalog number, lot number, expiration date, unique device identifier number and manufacture date were submitted incorrectly for catalog number bost585. The correct catalog number and information is for catalog number bopt6585. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: catalog number, lot number, unique device identifier (UDI) number and expiration date were updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with minor signs of use, and being handle. However, no damage or malfunction was identified with the implant's drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following visual, and physical evaluation. Therefore, based on the available information, implant malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.